Manufacturer narrative:
(B)(4). The device has not been returned to physio-control for evaluation. A third party service agent obtained the device for evaluation and downloaded the electronic records from the device for review. The third party service agent then provided the electronic records to physio-control for analysis. Upon review of the electronic records, physio-control was able to verify the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Device evaluated by mfg, of the initial medwatch report should have indicated: no reason for no evaluation, of the initial medwatch report indicated: blank reason for no evaluation, of the initial medwatch report should have indicated: other reason code - other, of the initial medwatch report indicated: blank reason code - other, of the initial medwatch report should have indicated: device not evaluated by manufacturer new information for supplemental medwatch report: the third party service agent performed a voltage drop test which indicated that pcb-mounted jack connector, designator j11, on the power pcb assembly and the cable-mounted plug connector, designator p11, on the battery wire harness were the primary cause of the reported issue. The testing also indicated that worn battery pins were a secondary cause which contributed to the reported issue. The power pcb assembly, battery wire harness, and battery pins were all replaced in order to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Fretting corrosion due to excessive wear on the power pcb assembly (j11) and battery wire harness (p11) can cause increased resistance on the connector contacts which results in an excessive voltage drop at the contacts when certain high current usage device functions, such as printing a 12-lead ECG or code summary record, are activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle. Physio also determined that worn battery pins were a secondary cause which contributed to the reported issue. Device not evaluated by manufacturer

Event description:
The customer contacted physio-control to report that their device powered off by itself multiple times while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.